Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided pump reset information and guided in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.